Event description:
Three different covidien silver coated foley catheter kits had retention balloons that failed on this patient. Two 16fr kits and one 14fr kit were used. The operating room nurse reported that while using product code # p4p16xsd the balloon popped inside the patient.